Event description:
In this case, a 23mm valve was explanted after an implant duration of 7.40 months due to unknown reasons and replaced with a magna ease valve, model 3300tfx21mm. No further details were provided. Information was learned through (B)(6) implant patient registry. No information about device return.

Manufacturer narrative:
Through follow up with the health care provider, it was learned on (B)(6) 2013 that the device was explanted due to prosthetic valve endocarditis, aortic stenosis and regurgitation. The customer was asked and has affirmed that there was no malfunction of the device and the device did not cause or contribute to the event. The device will not be returned for evaluation due to infection. Source and type of infection were not disclosed. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. (B)(4). No additional information has been provided.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. Unknown if device is available for return and evaluation. No surgeon or follow up doctor information was provided.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Despite repeated requests, the sales rep was unable to provide additional information. The reason for the explant and replacement with a smaller valve remains unknown. The status of the device return remains unknown. Since no follow up doctor or surgeon's name or contact information were provided, the patient status also remains unknown.